Event description:
It was reported that the pulse generator could not be interrogated after the physician performed a cardioversion. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that a multi-bit memory loss had occurred. This occurrence resulted in the reported loss of telemetry, and the pulse generator entering bvvi mode. The device was exposed to cardioversion just prior to this occurrence. After downloading the product code, normal device function ensued.